Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
The frx device (sn (B)(6)) was returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate that component u1 had a voice crc corrupted failure, which caused the self-test failures. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. Based on the information available and the testing conducted, the cause of the reported problem was a voice crc corrupted failure on component u1. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.